Manufacturer narrative:
D4: correction, added full UDI. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the tip broke, fragments needed to be removed from the patient, all fragments successfully removed. It was also reported that during the removal of the fragments, there was a two-hour delay, and the patient required additional anesthesia to be administered. It was further reported that the procedure was completed successfully, without any medical intervention reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the tip broke, fragments needed to be removed from the patient, all fragments successfully removed. It was also reported that during the removal of the fragments, there was a two hour delay, and the patient required additional anesthesia to be administered. It was further reported that the procedure was completed successfully, without any medical intervention reported.